Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during central processing, the large hem-o-lok clip applier was broken and hold clips and tissue appropriately. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument inspected prior to use with no damage noted. The incident occurred while loading the clip applier and prior to clip application in the patient. The issue was not related to clip applier jaws remaining static/not moving when surgeon commanded movement or unexpected motion of clip applier while attempting to clip. The issue was not related to unsuccessful clip application or the clip opening after closure of the clip. Weck hem-o-lock clips were used but unsure of the size. Unsure of size of vessel or how many times the clip applier had been used during the case. Another clip applier was used.